Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure for the chip on the distal end. It is likely an electrical issue led to component failure for the issue of no image. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchofibervideoscope exhibited a chip on the plastic distal end body and no image/blackout. There was no patient involvement.